Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed motor error during basic occlusion test due to loose drive support disk. Unable to verify the error alarms or perform the prime test, occlusion test or excessive no delivery test due to the motor error alarms. The device was received with cracked case at display window corners and battery tube threads, and minor scratched display window.

Event description:
It was reported that the customer's insulin pump alarmed and became stuck in a rewind loop. It was found that the drive support cap was sticking out. The customer's blood glucose was 46 mg/dl and rose to 80 mg/dl after she drank orange juice. The customer was advised to discontinue use of the pump and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.